Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify possible over delivery, pump error and pump error due to critical pump error (open book image) alarm. Insulin pump received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked keypad overlay, pillowing keypad overlay, scratched case and serial number label missing. Insulin pump p-cap, test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple error alarm. The customer stated they were able to clear the alarm and to complete the rewind process. Customer stated they experienced low blood glucose at night. Blood glucose value was unknown at the time of event. Customer was treated with food for their low blood glucose. Customer performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.